Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient had trouble with the stimulator surging and causing numbness. Database analysis revealed high impedances on some contacts. The physician believed the problem is either the ipg or the splitter. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient decided not to proceed with the revision. No further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had trouble with the stimulator surging and causing numbness. Database analysis revealed high impedances on some contacts. The physician believed the problem is either the ipg or the splitter. The patient will undergo a replacement procedure.